Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. A heli-fx applier and endoanchors were used in the endovascular treatment of a type ia endoleak in the patient. It was reported that the patient returned for follow up exam and a CT exam showed a type ia endoleak. It was noted that no migration of the stent graft was observed but that aortic neck dilatation had occurred, and this had effected the proximal seal. During the procedure after successful implantation of a 36mm endurant aortic cuff and 5 endoanchors, it was noted that on attempted loading of the 6th anchor, it would not load. After several unsuccessful attempts to load the 6th endoanchor involving pressing the forward and reverse mechanism multiple times, it was noted that a broken piece of an endoanchor exited the heli-fx applier. It was unknown when the fracturing of the endoanchor occurred. It was noted that the event was resolved with no further treatment. As per the physician the cause of the endoleak was due to anatomical dilatation of the aortic neck to 31.4mm. The existing 32mm bifurcation stent graft lacked the oversizing to successfully seal infrarenally. As per the physician, the cause of the endoanchor event was product related. No additional clinical sequelae were reported, and the patient is fine.